Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient was asleep and woke up at 10:30 am and experienced seizures (lasting 3 to 4 minutes). The patient´s parents treated the patient with juice after the seizures ended and called an ambulance. The paramedics arrived and they took a blood glucose reading which was 2.0 mmol/l and the cgm was reading 5.0 mmol/l. The patient was treated by the paramedics with toast and biscuits. After the seizures the patient couldn´t remember anything. The paramedics took the patient to the hospital and there he was monitored and treated with 2 paracetamol 500 mg (pain killer) dosed twice with 4 hours in between. The patient was discharged the same day. At the time of the report the patient was feeling fine but tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.